Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# v065001, implanted: (B)(6) 2007, product type: lead. Product ID 748295, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v065001, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient saw a "call you doctor" end of service (eos) message on his programmer. He saw the message on the day of the report and was unable to adjust stimulation or get it to turn on. The patient experienced a sudden loss of therapeutic effect and stimulation. His left hand started shaking, so he grabbed the programmer to check the status and saw the message. Follow-up from the healthcare provider (hcp) reported that there was not 50% or greater symptom reduction. Reprogramming was not needed as the event was due to end of battery life. It was later reported to be premature battery depletion. Impedance testing was done and the ins showed a short on contact 1 and 3. The patient was reprogrammed in (B)(6) to these parameters and this may have been the cause of early depletion. The ins was replaced. Follow-up from the patient reported that he did have concerns with his device or therapy. The patient wanted to know why the ins had a shortage and did not last as long as the last one. This led to the patient questioning how long the new ins would last. However, he noted that new ins worked fine. Additional information received from a c onsumer reported the ins lasted 13 months and they had two shorts. The consumer thought the shorts were in the connections up to their head and the fix would be replacing the leads. The consumer would rather work with what they have than replace the leads, but they were going to meet with their hcp in a week. A manufacturing representative was there when the ins was replaced and the patient talked to them about the shorts. The consumer stated they decided not to use the two shorts. The patient's indication for use is movement disorders. Refer to manufacturer report #3004209178-2014-18325 and #6000153-2016-00176.